Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The device history review was conducted by the supplier. 1) quantity manufactured: 49. 2) date of manufacture: 5/23/2019. 3) any anomalies or deviations identified in DHR: reworked 1 part for faded laser etch, and 1 part scrapped for 7/16-20 unf 2a go not going. 4) expiry date: n/a. 5) IFU reference: IFU 090200721 nonsterile instruments rev j.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned. Examination of all available photos was conducted and breakage of the pinnacle cup impactor reported can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the device history review was conducted by the supplier . 1) quantity manufactured: (B)(4). 2) date of manufacture: 5/23/2019 3) any anomalies or deviations identified in DHR: reworked 1 part for faded laser etch, and 1 part scrapped for 7/16-20 unf 2a go not going. 4) expiry date: n/a. 5) IFU reference: IFU 090200721 nonsterile instruments rev j.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.,the device history review was conducted by the supplier. 1) quantity manufactured: : (B)(4). 2) date of manufacture: 5/23/2019. 3) any anomalies or deviations identified in DHR: reworked 1 part for faded laser etch, and 1 part scrapped for 7/16-20 unf 2a go not going. 4) expiry date: n/a. 5) IFU reference: IFU 090200721 nonsterile instruments rev j.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cssd manager is complaining the impaction plate to be fractured off the instrument. No surgical delay, no adverse patient consequences, no part remaining in patient´s body.